Event description:
Consumer reported using the heating pad for his mother who has diabetes and has suffered a stoke. He uses the heating pad on the paralyzed side of her body while she sleeps. During the night his mother received burns to her leg and buttocks that required medical attention. The instructions for use clearly state the heating pad is not to be used while sleeping or by any person with diabetes or other conditions which cause numbness or paralysis.